Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
Index procedure: stenting of right external iliac artery. Approximately 15 months later patient presented with claudication. 16 months post index procedure the patient was treated for a lesion in the target vessel.